Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was reported as 565 mg/dl and a bolus of insulin was used to address the bg level. Tandem clinical diabetes specialist worked with the customer and the infusion set insertion and site selection were performed correctly by the customer. The cause of the occlusion was unable to be determined.